Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed. Production record and corrective and preventive action reviews were performed and revealed no indication of a product quality issue. The reported suture malposition and subsequent unexpected medical intervention appears to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of an unspecified artery using a proglide relative to an unspecified procedure. Reportedly, deployment steps were performed correctly. When removing the device, the nod [suture] had not fixed to the artery. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.